Manufacturer narrative:
Follow up 4/24/2016: customer reported visiting the emergency room on (B)(6) 2016 due to an elevated bg level of 697 (mg/dl). While in emergency room customer was treated with an intravenous insulin and fluids as well as an insulin injection. Customer was released 4 hours later with bg levels stabilized to 230 (mg/dl). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned..

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) value of 498 (mg/dl). Customer changed infusion site and resumed pump therapy to treat elevated bg level. Reportedly, the customer also suspended pump therapy; however, no specific times or dates pump therapy was suspended was provided. During troubleshooting with tandem technical support, it was noted that the pump time was corrected from am to pm. Recommendation was made to consult with their health care provider to discuss diabetes management.